Event description:
New information received notes the noise was oversensed by the device and led to pacing inhibition. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited noise. The cause of the noise was suspected to be due to electromagnetic interference. No intervention was reported. The patient condition was unknown.